Event description:
This manufacturer medwatch report submission is a response to the voluntary medwatch report mw5067748. The user reported an incident involving patient contact with a symbia s gamma camera system detector. The user reported being unable to stop the system with the emergency stop (e-stop) button and touch pad despite multiple attempts. There was no injury of patient or user reported to siemens or in report mw5067748. Siemens investigated the event through system generated log files. The logs reviewed indicated that the detector's light rail system was detecting the patient and the system warned the operator that there was a problem with the message that "detector 1 is at the limit", however, the logs indicate that the operator resumed acquisition. Logs indicate that detector 1 reached its outer limit when rotate was at around 68 degrees. This means the light curtain was blocked from detecting the patient. Between the rotate positions of 68 and 90 degrees there were 10 cases where the acquisition paused due to an outer limit hit or patient detect, as well as 2 more cases when rotate was at 128 degrees. In each of these 12 cases the logs indicate that the operator resumed the acquisition. Further investigation by the siemens regional service manager for this customer site indicated that the system had recently been relocated. Upon reinstallation of the system it was determined that one of the e-stop buttons was not reconnected to the system. The root cause of this issue was human error during the reinstallation of the system by (B)(6). Post complaint, the e-stop has been properly reconnected and tested and the customer is operational.